Event description:
The patient underwent placement of an allurion intragastric balloon on (B)(6) 2025. On (B)(6) 2025 the patient reported progressive abdominal pain of increasing intensity, accompanied by intractable vomiting. Computed tomography (CT) imaging demonstrated that the balloon was hyperinflated. The balloon was successfully removed endoscopically. No additional complications were reported during the clinical course of the patient.